Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to perform incoming testing) was confirmed. Upon investigation the monitor failed a baseline test. The cause for the baseline failure was isolated to a cut white pulse wire in the monitor's electrode belt cable receptacle. The root cause for the cut white pulse wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to perform incoming testing.